Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2006, the patient presented for spinal fusion procedure using bmp.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a posterior fusion from l4 to l5 and l5 to s1 in which rhbmp-2/acs was used. Reportedly, following the surgery the patient developed a brain tumor. The brain tumor caused the patient to have trouble walking and he developed stroke like symptoms where he could not lift his arm and his face began to droop. Reportedly, the patient underwent chemotherapy and eventually had to have a temporal lobectomy in an attempt to remedy his injuries. It was reported that on (B)(6) 2008 the patient died.

Event description:
It was reported that the patient underwent a lumbar spinal surgery using an interbody cage and rhbmp-2/acs posteriorly. In (B)(6) 2008, the patient underwent a craniotomy for a neuroblastoma. The patient died the next day from a herniation of the brain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.